Event description:
Olympus was informed that during an unidentified procedure, the users experienced a complete loss of image as they were completing the procedure. The intended procedure was said to have been completed with the same device. There was no pt harm reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report. The eval found the subject device provided no light output when activated. Neither the main or secondary light source illuminated. All of the front panel function switches were disabled, and the minimum and medium brightness led display bar was observed to flash off and on. Additionally, eval found that the turret was unable to be set to its reference point during activation due to the motor lock screws were found loose, which likely caused or contributed to the user's experience. The service history of the device was reviewed and noted that the last time the unit had been serviced by olympus was in (B)(4) 2006. The cause of the loose screws could not be determined. The device has been serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.